Event description:
Information received by medtronic stated that the insulin pump had a multiple pump error alarm. Customer stated that they were able to clear and able to rewind the pump. Customer stated that the battery compartment of insulin pump was cracked and retainer ring was not damaged. No harm requiring medical intervention was reported. The customer will discontinue use of the devise.

Manufacturer narrative:
(B)(4). Device passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected pump error 41 nor pump error 43 alarms noted during testing. Successfully downloaded history files and traces using thus. Confirmed pump error 41 alarm on 04/19/2022 at 11:56:01 in the pump downloaded history. Confirmed pump error 43 alarm on 04/19/2022 at 11:56:01 in the pump downloaded history. The electronic assemblies and motor assemblies were inspected, and moisture damage was found on the motor contact and electrical board. Motor was taken to the test bench where it rewound with no errors or alarms noted. The following were noted during visual inspection: pillowing keypad overlay and cracked case on corner of belt clip rails. In summary, device passed required testing. Customer alleged for pump error 41 alarm and pump error 43 alarm were found in the pump history, however were not confirmed during testing. Customer allegation for cosmetic damage (cracked battery compartment) was confirmed during visual inspection where cracked case on corner of belt clip rails was noted. Moisture damage was confirmed on the motor contact and pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.